Event description:
It was reported that during patient use, a ventilator display froze. The patient was transferred to another ventilator without harm or change in therapy. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and was unable to verify or duplicate the customer reported malfunction. The unit passed all tests, calibrations and was found to be operating within the manufacturing specifications.